Event description:
Baxter global pharmacovigilance (gpv) a reported a product complaint for an unspecified home choice device on (B)(6) 2010 of a male home patient's (hp) death attributed to cardiac arrest that occurred (B)(6) 2010. Per gpv, the report was received from the patient's sister on (B)(6) 2010. The patient reportedly had a history of end stage renal disease, cardiac disease, and stroke. Per gpv, the hps stated, "she believed there was something wrong with their cycler machine, patient would get multiple errors in the night." Gpv relayed that the hps stated that the hp had called his nurse, not baxter global technical services, for assistance with the problem(s) and that the nurse had told the hp "to rest the cycler." It is unknown what errors were encountered by the patient. During a follow up call on (B)(6) 2010, the facility nurse indicated that the patient was hospitalized at the time of death. Reportedly, the hospital nurse had told the sister that the device was functioning according to specification. The facility nurse indicated that the patient would frequently become confused and then encountered issues with the homechoice device functioning. It is unknown if an autopsy was performed. No further information is available.

Manufacturer narrative:
(B)(4). The device has been requested to be returned to the baxter product analysis lab (pal) for evaluation. Upon completion of the evaluation, a follow up report will be submitted.

Manufacturer narrative:
(B)(4). The device was received at the (B)(4) and in good condition. The device passed the homechoice rite (return instrument test / evaluation), functional and electrical tests and was functioning within specification. The pal (product analysis lab) performed an internal inspection and found no problems with the device. A review of the device logs revealed no drain or uf volumes that meet the criteria for iipv (increased intra-peritoneal volume). No device failure or malfunction was identified that could have caused or contributed to the hp passing away. A review of the device's service history record was performed and no issues were identified that may have contributed to the patient death. Baxter will continue to monitor similar reports to determine if further actions are required.